Event description:
It was reported that a patient's caregiver believed the patient's vns was causing the patient's heart rate to increase up to 197 beats/min during seizures multiple times in a day, per the patient's pulse oximeter. It was further stated that the device had never helped with reducing seizure frequency, but has helped with reducing seizure intensity, which was seen when the battery died in the past. Device history records were reviewed for the patient's device and it was noted that the device had passed all quality inspections prior to distribution. Programming history for the patient's device was reviewed. The only data available was parameter data from a week after implant. No diagnostic data was available. No additional relevant information has been received to date.